Event description:
It was reported that iab was inserted sheathless via the "right" in 2007. The iab was connected to pump. On the event date, position of iab was checked & "everything was ok"; however, pump began to alarm "helium leakage." The strip showed no augmentation at arterial pressure line. Baseline was under zero line. Pump was switched off, & iab was removed from patient. Alarm continued to sound after pump was switched off. Pump performed an internal leak test & would not restart. Another iab was not inserted because "patient was weaned." No patient complications were reported. A third party contract service organization will evaluate the involved pump. A follow-up report will be filed if more information becomes available.